Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure the 4.0x20mm veriflex stent slid off the balloon half way. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.: examination of the returned device found that the stent was detached from the balloon and was positioned on the shaft just proximal to the balloon. The stent did not appear to have been deployed. The distal edge of the stent had its struts bent back proximally. The balloon appeared to have been inflated and there was a small amount of blood inside the balloon, indicating that the device was used inside the patient. A clear impression of the stent crimp was visible on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the 4.0x20mm veriflex stent slid off the balloon half way. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.